Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Suspected cause was due to the customer's personal profile settings requiring adjustments. Reportedly, the customer also loaded cold insulin into the cartridge. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management and settings adjustments.